Event description:
It was reported to boston scientific corporation that during a pelvic floor repair procedure using a pinnacle pfr kit, the physician perforated the patient's bladder during the insertion of the capio suturing device. The physician sutured the bladder hole and closed the vaginal mucosa without completing the procedure. The patient is reportedly "fine."

Manufacturer narrative:
The lot number of the device is unknown; consequently, the manufacture and expiration dates cannot be determined. Information supplied in section f was completed by the manufacturer based on information obtained from the complainant. The complainant indicated that the device was disposed and will not be retuned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event.